Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was still having concerns with her device or therapy, and had an appointment scheduled for (B)(4), 2013 to replace the battery after four years.

Manufacturer narrative:
(B)(4)

Event description:
Follow up information reported that the physician performed a pocket revision of the existing implantable neurostimulator (ins) pocket. It was reported that it was unknown as to the cause of the migration. No additional information was provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial# (B)(4), product type programmer, patient. The initial MDR was filed as mfg. Report # 3007566237-2013-00144.

Event description:
It was reported the patient implanted shifted last december and the device was revised. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.